Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level displayed as high; cause was not known. Customer performed a supply change to address bg level. Healthcare provided assistance via phone call in performing a supply change; customer's bg level was resolved after performing a supply change. Reportedly, no issues were identified with the pump, cartridge, infusion set, or the insulin in use at the time of event. Recommendation was made to consult with a healthcare provider to discuss diabetes management.